Event description:
Spr peripheral nerve stimulator lead was removed during office visit and patient tolerated the lead removal without issue. It was not entirely clear if the lead tip was intact. Right sided pelvic x-ray ordered to possibly determine if lead tip is indeed retained. Spr device rep notified as well. Patient given MRI safety card in the event he would need to have this for the future.